Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center showed code e333 error message and there was a loss of touch screen control during a diagnostic urology transurethral resection of the prostate. The procedure was completed using the same device and there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure "error code e333" was confirmed and "touch panel does not operate" was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of "error code e333" is traced to component failure and "touch panel does not operate" is not detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.